Event description:
It was reported that after faradrive sheath was placed into the left atrium a non-boston scientific catheter was inserted into the sheath in proper fashion. Once the grid catheter was fully inserted the physician noticed the faradrive valve was leaking constantly at a moderate rate. The catheter was replaced, and the procedure was completed, no patient complications were reported. The catheter is expected to be retuned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.